Manufacturer narrative:
Correction - e1 - initial reporter. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Therapy was restored.

Event description:
It was reported the patient's ipg has reached its end of life. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.